Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the hf unit "esg-400" displayed error code e433. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Event description:
It was additionally reported that the issue occurred during a therapeutic procedure for stenosis treatment. The patient was woken up, and the procedure was completed on another day with the same device.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer. The following fields are updated: b1, b2, b5, d10, h1, and h6.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide an update to fields (d8, d9, and h4). The device was evaluated by olympus, and the reported error was to reproduced. The error causing component was determined to be the printed circuit board/ generator board. However, it was not reported whether the error causing component was verified in a test device with respect to the complained error. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reported event occurred due to the following: 1. Disturbance of the esg-400 due to interspersed electromagnetic interference fields (temporary error). 2. The user operates the foot switch during the start-up of the device (temporary error caused by the user's action). 3. Defective footswitch due to short-circuit in the footswitch plug (temporary error). 4. Defective footswitch due to defective reed contact (temporary fault). 5. Defective cable connection between hvps board and generator board (temporary or permanent fault). 6. Defective cable connection for the output signal between generator board and relay board (temporary or permanent fault). 7. Defective transformer tr1 on the generator board (permanent fault). 8. Defective current converter on the generator board (permanent fault). 9. Defective impedance converter on the generator board (permanent error). 10. Defective peak rectifier on the generator board (permanent error). 11. Missing driver signal for the output stage of the generator board (permanent error). 12. Missing driver signal for the output stage of the generator board due to defective, disconnected or missing cable connection to the motherboard (permanent error). 13. Output voltage too low due to poorly switching hf output stage on the generator board (permanent error). 14. No or too low supply voltage from the hvps board (permanent error). 15. Defective hvps board due to short-circuit of the mos transistors (permanent error). In such cases, popping noises or sparks can sometimes be observed or noticed by the user. This could be caused by a defective transformer tr5 on the motherboard, which incorrectly switches the hvps to 110-volt operation with a mains voltage of 230v. 16. Defective hvps board due to thermally damaged inductor l3. 17. Missing driver signal for the output stage of the hvps board due to defective hardware (permanent error). 18. Missing driver signal for the output stage of the hvps board due to defective, disconnected or missing cable connection to the motherboard (permanent error). 19. Defective motherboard due to short-circuit of resistor ntc1 (permanent error). 20. Defective motherboard due to defective adc (permanent error). 21. Defective tvs diodes on the relay board (permanent error). However, the root cause of the reported event could not be determined. Olympus will continue to monitor field performance for this device.